Event description:
Had laser vaginal rejuvenation procedure. The following day and for several months I had severe pain in my rectal, abdominal and buttocks areas. To try to identify source of the pain I had abdominal ultrasound, pelvic, x-rays and colonoscopy. No reason found and my dr said she had never heard of anyone having these issues post treatment. A year later, I still have some abdominal discomfort and am having physical therapy to hopefully soften up intra-abdominal scar tissue. I was told this device was FDA approved, but not clearly not for this purpose. I wish your warning had been made sooner. I would not have had this done if I had known then what I am reading now.